Event description:
It was reported that they received a foley tray product rejection due to a lack of information on the product label. That had been detected that the suppliers label did not contain the health registration number, in breach of point 4.1.1 of nom-137-ssa1-2008, labeling of medical devices. Minimum mandatory health information for medical devices subject to compliance with this standard. 4.1.1.5 registration number granted by the ministry of health. Photographs of the product labeling are attached.

Manufacturer narrative:
Initial reporter phone number provided (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.